Manufacturer narrative:
Therapy date: (B)(6) 2021. The manufacturer received x-rays, surgical documents and correspondences which will be reviewed as part of ongoing investigation. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a fracture of the prosthesis shaft distal and proximal to the fracture site, signs of loosening when cemented. A complex shaft revision was carried out via transfemoral access to a modular revision implant type special prosthesis that was anchored further distally.

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: d4, d9, h2, h4, h6. Correction: b4, b5, g3, g6, h3, h10. It was reported that the patient had an ms-30 stem implanted in the left hip on (B)(6), 2012, after the primary prosthesis implanted on (B)(6), 2010 loosened. After 9 years in vivo, the patient was hospitalized for pain and leg length discrepancy after repeated falls. Subsequently, the patient underwent revision surgery on (B)(6), 2021, due to a stem fracture. One radiograph was provided and reviewed by a third-party radiologist. Assessment of the ap view of the left hip identified a transverse fracture of the femoral implant stem. The cement is also fractured above the implant fracture. Lucency is present along the entire proximal femoral implant consistent with underlying osteolysis and implant loosening. There is no dislocation or definite evidence of an osseous fracture. Two photographs were received showing the removed fractured stem, and what appears to be remnants of bone cement. Surgical notes from the revision surgery performed on (B)(6), 2012 were received. Review of the record identified stem and head replacement due to stem loosening. Implanted components include a ms-30 stem, cocr head 3 mm, centralizer 6/8 and palacos gentamycin bone cement. The ms-30 stem and the cocr head were received for examination. The ms-30 stem fractured in the distal half of the stem. The fracture runs perpendicular to the stem axis. The fracture surfaces show signs of a fatigue fracture consisting of progression marks. On the anterior stem surface scratches and instrument marks, most likely deriving from the revision surgery, can be found. Further, at the stem neck spot-like marks from an electrocautery device and a milky surface appearance can be seen. On the posterior stem surface instrument marks, most likely deriving from the revision surgery, can be found in the distal half of the stem. At the stem neck countless fine parallel scratches can be seen indicating movement against bone cement. The cocr head shows fine scratches on the articulation surface. On the bevel spot-like marks from an electrocautery device can be found. Device is used for treatment. Review of manufacturing records did not reveal any anomalies related to the reported event. Device compatibility could not be verified as only the returned stem and head is known. Review of complaint history identified no additional similar complaints for the reported item and part and lot combination. Further, complaints are monitored through monthly complaint review in order to identify potential adverse trends. No corrective or preventive actions required. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: swissmedic user report received. Lot number received.

Event description:
No change to event.